Event description:
Customer reported the cine function is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the ribbon cable connecting the cine bridge. System operates as intended. This MDR is related to ge healthcare complaint number.